Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at syringe port. The customer stated problem was not duplicated. The device did not lose its programming since all the data and values were found in history. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the issue. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump switched the pump's rate. No patient consequences were reported. No adverse effects were reported.